Manufacturer narrative:
Testing of the companion samples rec'd did not produce leaks in the blood pump segment tubing. Co is unable to confirm the complaint citing weakened areas in the pump tubing segment. The complaint also stated that surface blemishes and minor dents were noted on the pump tubing segment. These surface blemishes are caused during the extrusion process. As the tubing exits the extruder die it enters water tanks that cool the tubing. If tubing is not completely submerged in the water, surface blemishes are formed on the tubing. The extrusion dept will correct the problem to ensure that the tubing is completely submerged in water. The dents are caused when the rigid components on the bloodline come into contact with the flexible tubing and create a dent or crease. New packaging configurations have been implemented to reduce or eliminate the problem. Co will continue to monitor this area closely.

Event description:
Facility reports that a blood was leaking from a small hole in the pump segment of arterial bloodline during pt treatment. The pt was able to receive some of the blood in the line back but the blood in the dialyzer and venous line was discarded resulting in a bloodloss of approx. 150-200cc. The pts hct pre-incident was 30.4, post incident it was 29.1. No transfusion was necessary, no medical intervention was required. The device involved in the incident is not available for evaluation. The facility is unsure of the lot number, but feels that it was likely one from lot # r7h067, r7e034 or r7c036. Samples from each of these lot numbers are being returned to the mfg site for evaluation. A mailer with instructions has been sent to the customer.